Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 700 mg/dl at the time of hospitalization. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer treated high blood glucose with insulin. Based on customer report customer does not allege pump was under delivering. Customer declined to perform a carelink upload. Customer stated that they had to go to hospital not due to high blood glucose but they have many other health issues. The insulin pump will not be returned for analysis.